Event description:
Complainant alleged that the clinicians were attending pt who's vital signs were absent upon the basic life support (bls) providers arrival on scene. The providers monitored the pt ventricular fibrillation heart rhythm, but the device displayed a "noisy ECG" message. The providers applied fresh electrodes to the pt, but the device continued to display a "noisy ECG" message. The providers attempted to analyze the pt's heart rhythm on several more occasions, but the device continued to display the same message. The providers administered pt CPR throughout the call. Pt care was transferred to the advanced life support providers upon their arrival on scene. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction,as the pt's vital signs were absent upon the providers arrival, and the pt was "never viable" during the call.